Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Device interrogation revealed episodes of noise. Pacing lead impedance was out of range high. Hv lead impedance was oversensed. Lead testing was not able to be performed. Chest x-ray was suggested. Later, lead testing showed no sensing on rv lead. Device is a possible contributing factor of the issue. The lead was capped and replaced. The patient was stable post-procedure.